Event description:
An alarm issue was reported with the adc device, with use with an iphone 13 and ios 16.6. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "shaking and was experiencing a fit" and was unable to self-treat, requiring treatment of gummy bears, sugar water, and orange juice for treatment each administered by an individual non-hcp third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss) to simulate signal loss and signal loss message was observed. Sensor was scanned with reader to re-establish ble connection and then placed 20ft (6.1m) from the sensor. Signal loss message did not observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an iphone 13 and ios 16.6 and app version 2. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "shaking and was experiencing a fit" and was unable to self-treat, requiring treatment of gummy bears, sugar water, and orange juice for treatment each administered by an individual non-hcp third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The customer reported signal loss . Attempted to replicate the customer's complaint using similar configurations of iphone 13 mini (ios 16.2, 2.10.2.7653) and the reported issue was unable to be replicated and the system and functioned as intended. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with an iphone 13 and ios 16.6 and app version 2. It was reported that the high/low glucose alarm failed to sound and, as a result, the customer experienced hypoglycemia with symptoms described as "shaking and was experiencing a fit" and was unable to self-treat, requiring treatment of gummy bears, sugar water, and orange juice for treatment each administered by an individual non-hcp third-party. There was no report of death or permanent injury associated with this event.